Manufacturer narrative:
Product development investigation was completed. The visual inspection has shown that approximately 4 mm from the fluted tip section is broken off. It was reported, that the broken tip section has remained in the patient. This complaint is confirmed. The device is in good condition and shows no wear marks or scratches. The measurements of the hardness after the hardening procedure were between 612-621 hrc also within the specification of 600 +55/0 hv10. Measurement outer diameter ø1.1, gage: 3-03-17585, tolerance ø1.1 -0.01/-0.04 , result: ø1.07 "pass" as per the drawing review. Based on these findings we exclude any manufacturing related issue. Unfortunately we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Corrected data: device history records review was completed for part# 317.160, lot# f-17225. Manufacturing location: (B)(6), manufacturing date: jan 05, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes are erl and hbe. Device is an instrument and is not implanted/explanted. (B)(6). The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record (DHR) review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Dates of manufacture: jan 5, 2016. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the screw head was broken when the surgeon attempted to lock the fourth rapidsorb to the patient¿s cheekbone on (B)(6) 2017. The first three (3) plates were successfully locked with the screws; however, when the surgeon tried to insert the reported screw to lock the last plate, the screw head detached from the screw shaft. The surgeon also noticed that the drill tip was broken when the surgeon tried to insert another screw to lock the plate. The surgeon commented that approximately 2 mm of the broken drill bit tip was retained the patient¿s frontal cheekbone. There was a surgical delay of unknown duration due to the reported events. Concomitant medical products: 4x unknown plates. This report is 1 of 2 for (B)(4).